Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was found to have an error 4 issue. In addition, control solution results were outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying an error 4 message. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.